Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3,000 ohms. A lead fracture was alleged. The lead was electrically deactivated and later explanted. The explanted lead is expected to be returned for evaluation.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3,000 ohms. A lead fracture was alleged. The lead was electrically deactivated and later explanted. The explanted lead is expected to be returned for evaluation.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted the lead had sustained extensive damage during the explant process and only a portion of the lead had been returned for analysis. The lead had been severed 250 millimeters (mm) from the tip and only the distal tip segment was returned. The rate/sense negative coils were noted to be extremely stretched and the proximal end of the distal coil and the distal end of the proximal coil were each separated from the lead body insulation. The insulation had several cuts, tears, and punctures in it. An outer insulation abrasion from 132-142 mm from the tip of the lead was noted but the inner insulation was intact in this region. This outer insulation abrasion appears to have occurred while the lead was implanted and not during the explant procedure. Resistance testing found the conductor coils in the returned segment of lead were electrically continuous. Analysis of this portion of lead did not identify any issues that would have caused or contributed to the reported high pacing impedance measurements. Outer insulation damage would not result in high impedance measurements.